Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 03-oct-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted for birth control. Upon information and belief, after this procedure the plaintiff underwent the required hsg (hysterosalpingogram) procedure. After the implant procedure, she began experience pelvic pains and increased bleeding during menstruation. These symptoms started out minor and gradually increased in intensity. On or about (B)(6) 2013, she underwent a total laparoscopic hysterectomy and bilateral salpingectomy as a definitive solution to the symptoms that she experienced. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pains / pain and increased bleeding during menstruation / bleeding. Plaintiff underwent a total laparoscopic hysterectomy and bilateral salpingectomy. Both events are anticipated in the reference safety information for essure. Considering that these events may occur after essure insertion and the lack of alternative explanation, a causal relationship between them and essure cannot be excluded. This case was regarded as incident, as a surgical removal was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains/pain"), device dislocation ("malposition of essure device"), uterine perforation ("perforation (uterus)") and fallopian tube perforation ("perforation (fallopian tube(s))") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fever, night sweats, swollen glands and petechia. Concurrent conditions included weight loss, rheumatoid arthritis, breast mass, ascites, joint pain, purpura, nose bleeds, headache, vision abnormal, fatigue, paratubal cyst, migraine, vomiting, bloating, blood in stool, hematochezia, uterine bleeding, muscle ache, joint swelling, attention deficit disorder, eustachian tube dysfunction, myofascial pain syndrome and adnexa uteri cyst. Concomitant products included iron for vaginal haemorrhage and menorrhagia, ondansetron (zofran) for vomiting and migraine as well as ibuprofen (motrin), oxycodone hydrochloride;paracetamol (percocet) and tramadol hydrochloride (ultram). In (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia"). In 2010, the patient experienced menorrhagia ("increased bleeding during menstruation/bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6)2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6)2013. At the time of the report, the pelvic pain, device dislocation, uterine perforation, fallopian tube perforation, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, allergy to metals and abdominal pain lower had resolved. The reporter considered abdominal pain lower, allergy to metals, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure removal date as (B)(6)2012. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, dysmenorrhea, menorrhagia, abdominal pain, abdominal pain lower. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 17-jan-2019: pfs and mr were received: reporters were added. Essure insertion date was updated. Surgeries were added. Events: abnormal bleeding (vaginal), device dislocation , dysmenorrhea, dyspareunia, nickel allergy, pain, fallopian tube perforation, uterine perforation, abdominal pain lower were added. Event onset date and outcome were updated. Concomitant drugs and conditions were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), uterine perforation ('perforation (uterus)'), device dislocation ('malposition of essure device location of device: outside fallopian tube') and pelvic pain ('pelvic pains/pain') in a 31-year-old female patient who had essure (batch no. 664443) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not performed". The patient's medical history included fever, night sweats, swollen glands, petechia, c-section, premature delivery, bed rest, gastritis, lymph nodes enlarged, pneumonia, spontaneous abortion, normal pregnancy and bronchitis. Concurrent conditions included weight loss, rheumatoid arthritis, breast mass, ascites, joint pain, purpura, nose bleeds, headache, unilateral abnormal vision, fatigue, paratubal cyst, migraine, vomiting, bloating, blood in stool, hematochezia, uterine bleeding, muscle ache, joint swelling, attention deficit disorder, eustachian tube dysfunction, myofascial pain syndrome and adnexa uteri cyst. Concomitant products included iron for vaginal haemorrhage and menorrhagia, ondansetron (zofran) for vomiting and migraine as well as fentanyl (fentanyl patch), ibuprofen (motrin), oxycodone, oxycodone hydrochloride;paracetamol (percocet) and tramadol hydrochloride (ultram). In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("increased bleeding during menstruation/bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia"). In 2010, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2013. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, allergy to metals and abdominal pain lower had resolved. The reporter considered abdominal pain lower, allergy to metals, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure removal date as (B)(6) 2012. Discrepancy noted in insertion date- (B)(6) 2010 diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2010: metallic essure coils are in an expected osition in relationship to the uerine cornua. Intratubal position cannot be confirmed on this examination. Ultrasound pelvis - on an unknown date: unremarkable pelvic sonogram. Intrauterine device lies within the uterine cavity as expected. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, menorrhagia, abdominal pain, abdominal pain lower. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), uterine perforation ('perforation (uterus)'), device dislocation ('malposition of essure device location of device: outside fallopian tube') and pelvic pain ('pelvic pains/pain') in a 31-year-old female patient who had essure (batch no. 664443) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not performed". The patient's medical history included fever, night sweats, swollen glands, petechia, c-section, premature delivery, bed rest, gastritis, lymph nodes enlarged, pneumonia, spontaneous abortion, normal pregnancy and bronchitis. Concurrent conditions included weight loss, rheumatoid arthritis, breast mass, ascites, joint pain, purpura, nose bleeds, headache, unilateral abnormal vision, fatigue, paratubal cyst, migraine, vomiting, bloating, blood in stool, hematochezia, uterine bleeding, muscle ache, joint swelling, attention deficit disorder, eustachian tube dysfunction, myofascial pain syndrome and adnexa uteri cyst. Concomitant products included iron for vaginal haemorrhage and menorrhagia, ondansetron (zofran) for vomiting and migraine as well as fentanyl (fentanyl patch), ibuprofen (motrin), oxycodone, oxycodone hydrochloride;paracetamol (percocet) and tramadol hydrochloride (ultram). In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("increased bleeding during menstruation/bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia"). In 2010, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2013. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, allergy to metals and abdominal pain lower had resolved. The reporter considered abdominal pain lower, allergy to metals, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure removal date as (B)(6) 2012. Discrepancy noted in insertion date- (B)(6) 2010 diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2010: metallic essure coils are in an expected osition in relationship to the uerine cornua. Intratubal position cannot be confirmed on this examination. Ultrasound pelvis - on an unknown date: unremarkable pelvic sonogram. Intrauterine device lies within the uterine cavity as expected. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, menorrhagia, abdominal pain, abdominal pain lower. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 25-sep-2019: pfs and mr received: lot number added. New event (device monitoring procedure not performed), medical history, new reporter and patient height updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Quality safety evaluation received on 11-nov-2016: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pains / pain and increased bleeding during menstruation / bleeding. Plaintiff underwent a total laparoscopic hysterectomy and bilateral salpingectomy. Both events are anticipated in the reference safety information for essure. Considering that these events may occur after essure insertion and the lack of alternative explanation, a causal relationship between them and essure cannot be excluded. This case was regarded as incident, as a surgical removal was required. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.